Event description:
Brushhead splits length wise from the hole up [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b precision clean brushhead splits length wise from the hole up on 3 of the brushheads. All 3 of the brushheads were cracking. A scratch test was completed by the consumer; the oral-b logo did not come off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.